Event description:
A peritoneal dialysis registered nurse reported to fresenius customer service this 34-year-old female a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy who experienced a peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 due to a peritonitis infection. Hospital documentation requested by the outpatient clinic was not provided by the admitting facility. As a result, hospital course, treatment data, laboratory results and nature of infection remain unknown. It was determined the patient¿s peritonitis was due to a break in aseptic technique during ccpd therapy on the liberty select cycler. It was explained that the patient travels extensively and she does not always utilize clean spaces to undergo pd treatments. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2023 during this hospitalization. The patient recovered from this event and was discharged from the hospital on (B)(6) 2023. It was confirmed the patient¿s peritonitis infection and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transitioned to in-center hemodialysis for renal replacement therapy post-discharge. The patient is scheduled to have a pd catheter placed in (B)(6) 2023 when she will resume ccpd therapy on the same cycler at home.